Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit tested on an in-house system and failed normal mode as it triggered 319 error. Remote fe also logged error 319. When rolling loop fiber swapped with a new one, error no longer occurred. When original rolling loop fiber cable reinstalled, error 319 came back. When the unit tested on patient side cart (psc) fixture test platform (pftp) (using new rolling loop fiber), it passed all required tests. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication surgical procedure, errors on universal surgical manipulator (usm) 4 were observed. The surgical staff power cycled the system, and the system powered back on with a 319 fault on usm 4. The surgical staff powered off the system again and performed an emergency power off (epo); however, the issue persisted. The surgical staff then undocked and disabled usm 4 to continue with the other 3 usms. The procedure was completed as planned with no reported injury.